Manufacturer narrative:
Date of event - aware date used as event date is unknown. Implant facility name: (B)(6). Implant facility address: (B)(6). Implant facility city:(B)(6). Implant facility state: (B)(6). Implant facility zip code: (B)(6). Implant facility physician: dr. (B)(6). Physician phone number: (B)(6). Physician fax number: (B)(6).

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present and a 5mm leak around the closure device. The physician has kept the patient on their medical regiment of eliquis and has a planned tee procedure at a later date.

Manufacturer narrative:
B3 date of event updated from 05/31/2024 to 02/14/2024 implant facility name: (B)(6) implant facility physician: dr. (B)(6) physician phone number: (B)(6).

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their follow up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present and a 5mm leak around the closure device. The physician has kept the patient on their medical regiment of eliquis and has a planned tee procedure at a later date.